Event description:
During a pulmonary vein isolation procedure for the treatment of atrial fibrillation, a farawave catheter was selected for use. The patient appropriately withheld the morning dose of their non vitamin k antagonist oral anticoagulant, as instructed by the physician. During the procedure, heparin was administered to maintain a therapeutic act. Imaging was performed using both fluoroscopy and intracardiac echocardiography (ice). The device was introduced into the left atrium and successfully delivered the initial eight pulses. Following this, both the physician and scrub nurse attempted to retract the guidewire but were unsuccessful. The farawave catheter and guidewire were removed from the patient for evaluation. Upon inspection, the guidewire was found to be immobile and unable to be advanced or withdrawn. The issue was resolved by exchanging the device, and the procedure was completed without further complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual inspection revealed that the catheter returned with a guidewire inserted. An attempt to withdraw the guidewire was made and it was successful and a new guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The no problem detected code was selected for the reported allegation.

Event description:
During a pulmonary vein isolation procedure for the treatment of atrial fibrillation, a farawave catheter was selected for use. The patient appropriately withheld the morning dose of their non vitamin k antagonist oral anticoagulant, as instructed by the physician. During the procedure, heparin was administered to maintain a therapeutic act. Imaging was performed using both fluoroscopy and intracardiac echocardiography (ice). The device was introduced into the left atrium and successfully delivered the initial eight pulses. Following this, both the physician and scrub nurse attempted to retract the guidewire but were unsuccessful. The farawave catheter and guidewire were removed from the patient for evaluation. Upon inspection, the guidewire was found to be immobile and unable to be advanced or withdrawn. The issue was resolved by exchanging the device, and the procedure was completed without further complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.